Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the user tried to use the same cartridge with a new infusion set but the pump wouldn't allow the user to set it up. The cartridge was nearly full initially but the user ¿wasted all the insulin and had to start over¿. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump powered up with auditory and vibratory alarms. A 100 unit cartridge was correctly loaded. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours. The complaint of the pump not accepting a less than full cartridge was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.